Event description:
Pt alleged that he woke up from a nap to find an odor in his mask. He reported that the power cord had melted and that there was a small flame, however, the flame extinguished itself without any intervention from the pt. The pt was using the device at the time of the reported event. The pt reported that he sought medical attention for alleged sinus injuries, but no treatment was prescribed. The pt has refused to return the device for evaluation to date. The alleged failure has not been confirmed. We are still working with the pt to convince him to return the device for evaluation.